Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to high superior vena cava coil impedance on the right ventricular (rv) lead. Reprogramming was performed to turn the svc coil off. The lead remains in use. No patient complications have been reported as a result of this event.